Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device would not interrogate using programmers at two different locations in the clinic. Magnet application revealed ventricular pacing at 98.6 ppm. Device replacement will be scheduled.